Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples from both lot numbers were subjected to a visual inspection for all cannula defects, including bent cannula and needle point integrity. All samples passed testing with no evidence of damage to the cannula or poor needle point integrity. In addition, 10 of the retain samples each lot number were subjected to a test for lube coverage. All samples passed testing exhibiting sufficient lube coverage on the IV cannula. Furthermore, 10 retain samples from each lot number were subjected to sleeve function testing using 10 tubes per needle to assess functionality of the device. All the samples passed testing exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes needle point integrity and sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, 50 devices leaked blood from the sleeve. They were also reported to have a blunt needle. There was no health impact or consequences reported.